Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion due to noticing a large air bubble in the infusion set tubing. The contact also stated that the infusion set tubing appeared to have a bend in it. The customer performed a complete supply change as they were due for a supply change. During a follow-up, it was confirmed that the supply change resolved the occlusion.